Event description:
This is filed for perforation requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted without issue, reducing mr to 2. Post procedure a left to right shunt was observed. An atrial septal defect (asd) occluder was placed to resolve the issue. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on available information, the cause of the reported perforation could not be determined. The reported medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.